Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release, the valve moved out of the targeted location causing moderate-severe paravalvular leak (pvl). A post balloon aortic valvuloplasty (bav) was performed which caused the valve to move into the sinuses. The patient¿s blood pressure dropped and cardio-pulmonary support was initiated. A second valve was attempted to be implanted valve-in-valve inside the first valve 4-6 mm lower but the valve slipped into the same exact position. The valve was 2/3 deployed and was removed from the patient. As the valve was being removed, the first valve was pulled into the descending aorta. The second valve was removed from the body, reloaded and implanted at an optimal depth in the aortic position. The patient's ventricle was not pumping enough to open the leaflets of the valve. An attempt was made to place a number of stents inside the valve but this was not successful. It was attempted to wean the patient off cardio-pulmonary support but was unable to do so. The patient expired in the operating room.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: the product remains implanted and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).